Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted; explanted date: device was not explanted. 510(k): k062858, k082644. The actual sample was received for evaluation. Visual and magnifying inspection of the actual sample revealed that the sheath tube had been fractured at approximately 80 mm from the distal end (approximately 175 mm from the distal end of the hub) and the fracture end had been elongated. Because the proper length of the sheath tube of the involved product code is 250 mm, it is conceivable that the actual sample had been stretched by approximately 5 mm. Magnifying inspection of the fractured distal piece found the sheath tube had been kinked at approximately 30 mm and 50 mm from the distal end. Multiple dents that seemed to be traces of having been pinched with forceps were observed around 70 mm and 80 mm from the distal end of the sheath tube. Visual inspection of the main body side found the sheath tube had been deformed over the entire length. Magnifying and sem inspections revealed a cut that had been made from the outside of the tube, and abrasions around the cut. Based on this, it is conceivable that the actual sample was exposed to a sharp object. Sem inspection of the main body side revealed abrasions caused in lengthwise direction. The sheath tube was cut, and the cross section was inspected under a magnifier. The wall thickness was confirmed to be even. It was impossible to measure the inner and outer diameters of the sheath tube precisely since it had been deformed over the entire length. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that a sharp and rigid object came into contact with the actual sample causing a cut on the outer surface, which resulted in the degradation of the strength of the sheath tube against pulling force; the actual sample became stuck in the calcified area, and when the actual sample in such a state was subjected to pulling force, it became fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) (B)(4).

Event description:
The user facility reported that the involved radifocus introducer sheath fractured. It was an sfa occlusion case with popliteal puncture under echo guidance. During antegrade deployment of three elvias, stenting and dilatation (mustang 5.0x50mm) was done where the actual radifocus introducer sheath and a stent in popliteal side (6.0x120mm) were overlapped. Afterward, at the stage of sheath removal, it was revealed that the sheath was caught because of the highly calcified puncture site. When they tried to pull out the sheath, it became fractured at the sticking point. The fractured distal piece remained in the patient in a z-shape. However, it was retrieved successfully by surgical treatment. However, it was difficult to stop bleeding of the retrieval point, so the procedure was finished by placing viabahn (6.0 x 50cm). The patient recovered, and the procedure was completed successfully.